Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who received an unknown drug in an implantable pump for an unknown indication for use. A pocket fill occurred on an unknown date and the patient was discharged. The hcp was evaluating to possibly take on management of the pump. The pump logs indicated a reservoir volume of 0.8ml (low reservoir alarm was set to 1.0ml). The patient missed a refill by 2-3 weeks and went through "some withdrawal." It was unclear if the symptoms were related to the pocket fill or the pump running low or empty. The hcp declined to provide further information.